Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: all available information was investigated and the reported gripper actuation issue was not confirmed during retuned device analysis. A review of the lot history record revealed no manufacturing nonconformities to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from the reported lot. All available information was investigated and a definitive cause for the reported gripper actuation issue cannot be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. One clip was implanted, reducing the mr. A second clip delivery system (cds 90118u114) was advanced to the mitral valve and while establishing final arm angle (faa), the clip opened. Multiple attempts were made; however, the clip continued to open. The clip was not implanted and the cds was removed. It was noted that the mr returned to 4 and it was thought that during grasping and/or opening, the leaflet became damaged. A new cds (90118u112) was advanced. While attempting to grasp the leaflets, the gripper arms were not moving. The clip was not implanted and the cds was removed. The grippers were tested again outside the anatomy, and the gripper arms were not moving. No further clips were attempted, and the mr remained at 4. No additional information was provided.